Event description:
A medtronic ent representative reported that while in an ent procedure, the software became unresponsive following registration. Registration was successful; however, they exited the software and re-entered to gain response. In the navigation activity, tracking was intermittent; cross hairs were green in the sagittal and coronal view but red in the axial view. Emitter details showed everything was green and the interference value on the straight suction was 1.2. When the surgeon inserted suction, the images disappeared. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. No parts or files have been received by the manufacturer for evaluation.